Event description:
A dialysis clinic reported that during a hemodialysis treatment, blood leak was observed in the dialyzer and dialysate lines. There was reportedly no machine alarm. Blood loss could not be estimated. The pt was asymptomatic. The pt's hct prior to the incident was 34.7% and was 32.6% two days after the incident. There was no serious pt. Injury and no medical intervention was necessary.